Event description:
It was reported that the plate had broken at the fracture site. It was noted that the fracture site had not healed over one years time. The broken plate was revised with a new plate. No adverse consequences to the pt or surgical delays were noted.